Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, a capsule failed to attach. There was small cut in the back of the mouth of the patient but no intervention was required. There was nothing unusual about the patient or the procedure itself that may have led to this event. An endoscopy has been performed prior to the bravo procedure and the esophagus appeared to be normal. This site has been performing the bravo procedure for 5+ years. The vacuum source was and the vacuum pressure during placement was 550 mmhg. Lubricant was used to facilitate capsule placement. The delivery system and the capsule will be returned to given. The rubber tip was bending the opposite way, which customer states that it made it not possible to advance the device into the esophagus.

Manufacturer narrative:
Evaluation summary: it was reported that one bravo ph capsule failed to attach from the delivery device onto the patient esophagus. One bravo ph capsule delivery device was received for investigation. The capsule was not attached to the delivery device. The capsule was received for investigation. Visual inspection did not reveal any damage, and appears to have functioned within specification. Functional testing could not be performed because this is a single use device and once the capsule is delivered it cannot be functionally tested. Investigation conclusion for the failure to attach could not be reliably determined. Additionally, a review of the device history record was performed and indicates that the product was released meeting finished product specifications. If information is provided in the future, a supplemental report will be issued.